Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. The customer's blood glucose level was 24.5 mmol/l at the time of the incident. The customer¿s other blood glucose was 12.1 mmol/l. The customer called back to inform that for the third time this week it the insulin pump was saying active insulin updating. The insulin pump showed this 3 times. It was reported that the insulin pump had multiple blood glucose requests occurring for more than 3 hours. The insulin pump will not be returned for analysis.